Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It was reported that the depth gauge (319.04) falls apart every time it is cleaned and sterilized. The gauge has not come apart during any procedures. No harm caused to any patients. No fragments to retrieve from wounds.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed the device is completely disassembled; also the ball and the spring are separated. We are not able to determine the cause why the ball fell out of the slider. When the ball is back in place we measure a high of 10.7mm, which is exactly the given dimension. Therefore we suppose that the caulking was performed correctly during manufacturing. High temperature cycles could have played as certain role in this complaint as the device falls apart after reprocessing. This complaint is indeterminate from a manufacturing standpoint. PMA 510k#: device is a veterinary product. Device is similar to a device marketed for human use.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: device used in a veterinary case. No patient information will be reported.